Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent surgery to treat a fracture of a lumbar vertebrae. During the procedure, one screw slipped and had to be replaced to complete the surgery. There were no patient complications reported with this event.

Manufacturer narrative:
Additional information: product analysis observation: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample m8 mas found the set screw unable to be engaged in the mas head. Conclusion: the above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.